Manufacturer narrative:
Investigation findings: an evaluation confirmed the reported problem related to motor and gearbox failure. Further evaluation found that the on/off button did not function and the handpiece has the potential to activate on its own related to pc board failure. A design change has been implemented to address this failure mode. To date there have been no reported injuries associated with this failure mode. Conmed linvatec continues to monitor this product for failures.

Event description:
This shaver handpiece was returned for eval with the report that a 'torque limited,' error message displayed on the related console during use. There was no report of injury but a fifteen minute surgical delay occurred to obtain another device to complete the surgery.